Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged a white talcom powder consistency coming up through the hose. The device was returned but not yet evaluated. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged a white talcom powder consistency coming up through the hose. The device was returned but not yet evaluated. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection completed by the manufacturer and found evidence of white talc. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 13 errors. The manufacturer concludes contamination found consistent with contamintation of white talc inconsistent with the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.